Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported controller exchange was not confirmed. The heartmate ii system controller, serial number (B)(6), was not returned for analysis. No log files, records, or pictures were submitted for analysis. An attempt was made to gather additional information about the reported event such as if the exchange was due to a device or therapy related issue, if the device operated as intended, if there were any associated alarms with the event, and if the old system controller will be returned for evaluation; however, the vad coordinator was unaware of the controller exchange so there is no information available. Provided information stated that on 10nov2020 stated that the controller exchange occurred on (B)(6) 2016. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2014. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly exchange the primary system controller with a backup system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information on the reason for the controller exchange was requested but was unable to be provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient's primary system controller was exchanged on (B)(6) 2016. No further information was provided.